Event description:
Customer says that nurse used the lancet to stick a pt and the needle did not retract and she accidentally stuck herself. She did not receive any medical intervention. She was seen by the on site medical center as a precaution.

Manufacturer narrative:
Htl received 2 boxes of lancets with lot number r22b9011: one with 21 pcs, the second one with 43 pcs. The actual device was not returned to manufacture. Additionally htl tested the retained sample of lancets from lot number r22b9011. Tests conducted on retained sample and returned lancets did not confirm the complaint. The actual device was discarded, unable to f/u.